Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had blood infection. Since there was a concern about it getting to the heart the decision was made to explant the system as a proactive measure to insure it didn¿t spread to his heart. The patient was stable. Patient will be coming back at a later date for a new system. Related manufacturer reference number: 2938836-2020-01784.